Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with opll suggested for spinal therapy. Event occurred intra-op. It was reported that the set screw on one side stripped at the time of final tightening. Therefore, a new one was opened and used for replacing the stripped set screw. Device was discarded by customer. No heath damage in patient. No symptoms reported. No further complications reported.